Event description:
It was reported that this rv lead exhibited high out of range pacing impedance measurements and noise. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).